Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the doctor implanted the right atrial (ra) lead, and while attempting to place a left ventricular (lv) lead, the ra lead was knocked out of its position. When the doctor attempted to move the ra lead to re-implant, the lead was bound in the subclavian area and could not be advanced. The doctor had to pull significantly to remove the ra lead, but did not believe there was any issue with it, rather it was an anatomical issue. New access was then obtained and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.